Event description:
It was reported that several ilet connectors from lot 33961 would not engage and turn into the pump, while other connectors from the same box functioned as expected. Customer care provided assistance which included a review of the complaint details and service logistics. Investigation of this case revealed a device interaction issue localized to a subset of connectors with inability to attach, with no alerts or alarms reported. No clinical symptoms during the event reported. Outcomes included replacement supplies shipped and continued therapy without interruption. It was concluded that the event involved a connector mechanical fit issue, and replacement was provided.